Event description:
Tthe qvm2 was unable to reach the vavd set point, displayed 0 and the reservoir pressure in the gauge bar was reading high negative values ranging between (-20 to -60s). Steps taken: 1. Checked vacuum supply pressure -9.4 psi. 2. Tried to dump "---" and turn off/on the vacuum in patient manager tab. 3. Confirmed vacuum set up and vac guards. 4. Tried to set the vavd to -12 and clamp under the inlet of the vacuum and vavd was displaying 0 with flashing red and can hear valves popping. No patient harm was caused by this malfunction.